Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The patient's medical history included ankylosing spondylitis, cholesterol serum elevated and adhd. In 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.